Manufacturer narrative:
Product complaint#: (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Patient consequences? If yes, please specify. Please refer to the event description, other information requested is unknown. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformance's were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the suturing process, after the third stitch, the suture broke from the middle. Changed another one to complete the surgery. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/26/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d3. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. One labeled winding former and one detached needle outside the foil packet were received for analysis. Product code vcp397h. Upon initial inspection of the returned sample, it was noted that the suture was not received for analysis. The needle was examined, the swage and attachment area were noted to be as expected. The barrel hole was examined and suture remnant was not observed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As the suture was not returned, no conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.